Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomedical engineer (biomed) reported that pop-ups are not occurring for caregroups. No adverse event involving patient or user was reported.